Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic hysterectomy, a broken piece was found outside the patient cavity near the ligasure device. The piece was found with the third seal performed with the device, and the jaws seemed intact. There was no patient harm, and a new device was used to continue. Nothing fell into the patient cavity.

Manufacturer narrative:
Correction: additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device was returned with two disengaged metal pieces. The device was disassembled to check for broken or loose pieces. No broken or loose pieces was found on the device internal or external components. Manufacturing engineer was notified and determined that the two disengaged metal pieces did not came from the device and it was determined that the extra piece is likely a staple that got caught in the jaw by the user. The stuck staple got loose from the jaw as it was removed from a trocar or auxiliary device. The investigation found the device to function normally and within specifications. The two disengaged metal pieces that were returned for investigation was not from the device. If information is provided in the future, a supplemental report will be issued.